Event description:
Medtronic viva quad xt crt-d model #dtba1d4, inappropriately shocked me 9 times in an hour. Medtronic had to shut off defibrillator manually. Awaiting medtronic's engineering dept to f/u before replace device. I was admitted to hosp, heart muscle damage, severe pain, and severe stress and anxiety over the incident. FDA safety report ID# (B)(4).